Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 5 functional tricuspid regurgitation and an enlarged atrium for a triclip procedure. There were difficulties visualizing the clip due to a suboptimal echocardiogram window. One clip was implanted and the tr grade remained severe. A second clip was placed in the anterio-septal commissure. Upon deployment a single leaflet device attachment (slda) was observed. The second clip detached from the anterior leaflet and remained attached tot he septal leaflet. A third clip was implanted. The final tr grade was <1.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported slda. The reported poor image resolution was due to a suboptimal echocardiogram window. The reported unexpected medical intervention was a result of case specific circumstance as another clip was implanted. There is no indication of a product issue with respect to manufacture, design, or labeling.